Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 58 mg/dl. The customer treated with sugar shots. Customer's blood glucose value was 270 mg/dl at the time of the call. Customer was admitted into valley hospital on (B)(6) 2017 in the morning. Customer declined to troubleshoot for high readings. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The product was not returned for analysis.